Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncope presented in clinic. Upon device interrogation, the right ventricular lead exhibited intermittent noise. The patient is pacemaker dependent and was symptomatic. While reprogramming the lead; high impedance was noted in bipolar configuration. Insulation anomaly was suspected. The lead was capped and replaced. The patient¿s condition was stable prior, during and post procedure.